Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultralink meter read inaccurately erratic. This complaint is being classified based on the customer care advocate (cca) documentation, since the patient could not be reached to obtain additional information. The patient stated that the alleged inaccuracy began at an unspecified time on (B)(6) 2014. At unspecified dates/times, the patient stated she obtained blood glucose readings of ¿101, 243, 123, 313 mg/dl¿ with the subject meter, performed within an unspecified time of each other. It is not known what medication, if any, the patient takes to manage her diabetes. The patient stated she continued with her usual diabetes management routine in response to the alleged inaccurate result(s) obtained with the subject meter. The patient claimed, at an unspecified time after the alleged issue occurred, she developed ¿high blood sugar¿. The patient stated she self-treated with some insulin (unknown type and dosage). During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The cca discovered that the results the patient obtained with the subject meter were not from an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.